Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported, the infusion set insertion device released the infusion set before the release button was pressed. No physiological effects were reported. No further info is available. The pt did not require treatment from a health care professional or second party to address the issue. The insertion device was replaced and requested to be returned for eval.